Event description:
The company representative confirmed that they had no further information regarding this event.

Event description:
Additional information received from the manufacturer's representative indicated the cause of the event was unknown. After the extensions were replaced, the issue was resolved and the patient was receiving effective therapy.

Event description:
Since (B)(6) 2014 impedances with all four contact points increased gradually on the left side electrode. Impedances were reported as high but a specific value was not given. The implantable neurostimulator (ins) was placed underneath the muscle tissue, under the pectoralis major muscle. In the course of two years electrical dysfunction started to occur. The patient experienced loss of stimulation and therapeutic effect. There was a break/fracture in the 40 cm flexcoil extension, lead was implanted underneath the muscle. It was noted the flexcoil was dysfunctional. Possibly the combination of a relatively short extension cable and fragile thin distal part of the flexcoil placed underneath the muscle tissue caused the problems. The patient was hospitalized and underwent a surgical explant and replacement procedure. Re-implantation of new extension leads left and right side was done. Both extensions will be returned to the device manufacturer for testing. This has all been reported in manufacturer report # 3007566237-2015-01620; it is unclear if this all pertains to this report. Additional information has been requested to find out more information regarding this event and the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3708640, serial # unknown, product type extension. (B)(4).